Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopy anticus resection procedure, when closing the first stapler, it made a strange noise and the surgeon didn't shoot it. When using the second stapler, the device cut but the staples maintained open. They also had a lot of difficulty to extract the device, since once angulated; they could not put the axis straight. Another device was used to complete the procedure. There were no adverse consequences for the patient.